Manufacturer narrative:
A ge representative performed an onsite investigation. The generator power supply was evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.